Manufacturer narrative:
(B)(4) results: pre-operatively ruptured aneurysm. Treatment of a patient with a pre-operatively ruptured aneurysm. Conclusion: pre-operatively ruptured aneurysm. Treatment of a patient with a pre-operatively ruptured aneurysm.

Event description:
An endurant stent graft system was implanted in a patient for the emergent endovascular treatment of a pre-operatively ruptured abdominal aortic aneurysm approximately three weeks ago. It was reported that the patient presented emergently with a ruptured abdominal aortic aneurysm and the decision was made to endovascularly repair the aneurysm with an endurant iliac limb stent graft. It was noted that during prep of the iliac limb there was a 5mm gap between the graft cover and the nose cone. The physician attempted to use the device; however, it would not track and could not be inserted into the iliac artery. The delivery system was removed from the patient and discarded by the user facility. Another endurant delivery system which was the same size was selected and a 2mm gap was noted between the graft cover and the nose cone. The delivery system was inserted and the stent graft was successfully implanted. This delivery system was also discarded by the user facility. No clinical sequelae were reported the patient is fine.